Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("severe cramping"), menorrhagia ("excessive and abnormal bleeding during menstruation") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2017, plantiff underwent surgical removal of device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue, abdominal pain lower, menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain lower, fatigue, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009 unable to afford surgery (discrepancy noted). Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. New reporter, patient demographic, new event psych injury added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("severe cramping") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2017, plantiff underwent surgical removal of device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009 unable to afford surgery (discrepancy noted). Amendment: the report was amended for the following reason: from fu (B)(6) 2019 event psych injury was deleted. New reporter, patient demographic was deleted. This information was transfer to case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted specify:no ". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("severe cramping"), menorrhagia ("excessive and abnormal bleeding during menstruation"), psychological trauma ("psych injury"), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent surgical removal of device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue, abdominal pain lower, menorrhagia, psychological trauma, cystitis, bladder disorder, urinary tract infection, urinary tract disorder, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, cystitis, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2009. Unable to afford surgery (discrepancy noted). Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Lot number was added. New events added: psych injury, essure confirmation test(s) conducted: no, bladder infection, bladder problem, urinary infection, uti, vaginal infection, vaginal discharge. Reporters was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), abdominal pain lower ("severe cramping") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent surgical removal of device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered abdominal pain lower, fatigue, menorrhagia, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.